Manufacturer narrative:
Investigation results were made available. Associated devices: -item # 01.00181.440, lot #: 2356129, metasul ldh, head, 44,code j, taper 18/20. -item # 01.00185.146, lot #: 2380221, metasul ldh, head adapter, m, 0, taper 12/14-18/20. Trend analysis: no trend has been identified. Event description: it was reported that the patient had an initial right tha on (B)(6) 2007 and underwent revision surgery on (B)(6) 2019 to replace head and shell due to pain in the groin region, metallosis and loosening. Description of procedure: ventro-lateral approach. Display of the joint capsule and removal of the ventral parts. Upon luxation visible arthrosis with lack of cartilage in the loaded zone of the head and dysplasia (no longer round). Osteotomy of the femoral neck. Removal of scarred and degenerative altered limbus tissue. Distinct osteophyte on the acetabular floor. Reaming of the acetabulum until size 52. The durom cup 52 does not hold in place, therefore, reaming with size 53 and again placement of the cup, this time the cup reaches to the acetabular floor. Rasping of the femoral canal until size 8 and selection of a stem 135° instead of 145°. Trial reposition with head m results in high tension, therefore, rasping of femoral canal 5 mm deeper, which results in good joint restoration. Insertion of final implants. Surgical report, (B)(6) 2019: diagnosis: metallosis and partial implant loosening. Indication: increased cobalt ion levels in blood. Treatment: cup and head replacement right. Surgeon: dr. Med. (B)(6) and dr. Med. (B)(6) (orthopädie am rosenberg). Description of procedure: transgluteal approach. Secretion upon opening of the joint. Partial resection of the capsule. Hip luxation and removal of the head. Black material can be found between head and head adapter as well as between the head adapter and the stem taper. Osteolysis at the trochanter and anterolaterally. The stem is well seated. Removal of the cup without complications. Almost complete anterior wall is missing. Osteolysis central to cranial and towards os ischium. Rasping with size 50 and 52. Impaction of a trabecular cup 52 with an inclination angle of approx. 45°. Cup is well seated, no screw fixation necessary, however, anterior wall is not covered, therefore, release of psoas tendon. Insertion of a durasul inlay and a 32 xl head and closure. Patient data: pid: (B)(6), female, born (B)(6) 1962, 60 kg, 165 cm, bmi: 22. The following x-ray analysis has been performed by a health care professional: pelvic overview, (B)(6) 2019: cup inclination angle approx. 47 degrees. Bony structure in the area of the acetabular roof appears radiolucent. Possible small radiolucent line along the bone-implant interface in the area of the proximal stem close to the calcar. Right hip lauenstein-view, (B)(6) 2019: radiolucent area at the proximal, anterolateral part of the stem (marked in red) and small radiolucent line on the posteromedial side. Devices analysis: visual examination: the durom cup, adapter and head were received for evaluation. The durom cup shows some damage from the revision surgery consisting of nicks and scratches. There are some bone attachments on the cup¿s anchoring surface. On the articulation surface numerous fine and some coarser scratches are visible. Revision damage in form of scratches and nicks can also be observed on the head. On the articulation surface of the metasul head some patches with smeared material can be seen. Except for some areas with organic deposits the head taper is inconspicuous. Except for organic deposits and few coarse scratches, there is nothing to report about the outer surface of the metasul head adapter. Surface changes due to fretting and corrosion could be observed on the inner surface of the head adapter. A closer inspection with a low power microscope, revealed the presence of two marks in the proximal region of the contact area. Under certain light conditions it seems that there is a height difference between the marks and the surrounding surface with the marks being slightly higher. A palpable difference in height could be detected between the contact and non-contact area in the proximal and distal region of the inner surface of the head adapter. The wear measurement of the articulation surfaces of the metasul head and the durom acetabulum component were carried out on a 3d measuring machine type cmm5, sip geneva. The total linear wear value for the metasul head is 8.2 ¿m which results in an annual wear rate of 0.7 ¿m. The wear map of the durom cup shows no clear wear zone; therefore, it is not possible to determine a wear value. However, the measured diameter of the cup is still within the manufacturing tolerances. For a metasul-pairing with diameter 28 or 32 mm retrieved within the first year an average wear of 27.8 m / year per pairing was found. Retrievals explanted after two and more years in-vivo had an average wear rate of 6.2 m / year per pairing. No further "due diligence" required as all required information to support the conclusion is available/was already requested, however not all information has been received. Review of product documentation: all involved devices are intended for treatment. DHR review: the quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Conclusion summary: it was reported that the patient had an initial right tha on (B)(6) 2007 and underwent revision surgery after almost 12 years in vivo on (B)(6) 2019 to replace head and shell due to pain in the groin region, metallosis and loosening. According to the implantation report, the patient underwent an initial right tha on (B)(6) 2007 due to hip dysplasia with osteoarthritis with placement of a durom acetabulum component, a large diameter head (ldh) with ldh adapter and a cls stem. Compatibility of the durom acetabulum component, ldh and ldh adapter has been approved by zimmer biomet. Due to missing product identification of the stem, compatibility of the stem and the ldh adapter could not be reviewed. The product compatibility is given, if a cls stem was used as mentioned in the implantation report. The implantation report describes the placement of a durom acetabulum component size 52, however a durom acetabulum component of size 50 was returned for evaluation. Further, as the shell could not be placed after reaming with a reamer size 52, a reamer of size 53 was used and the shell was seated. The revision report indicates revision due to metallosis, implant loosening and elevated cobalt ion levels in blood. Intraoperative findings state black wear between head and head adapter and between head adapter and stem taper, which conforms to the fretting and corrosion found on the inner taper surface of the head adapter. It is possible that these surface changes contributed to the reported metallosis. However, the reason for the surface changes on the head adapter cannot be determined based on the current available data, but its cause is multifactorial. The conditions of mounting of the large diameter head with its head adapter on the stem taper e.g. Impaction force, impaction angle, condition of the taper surfaces (dry, wet) are factors that influence the quality of the taper connection. The visual examination of the surfaces connecting the head with the head adapter was inconspicuous. Further, for durom acetabulum component a clear wear zone could not be identified but the measured diameter of the shell is still within manufacturing tolerances. For the head an annual wear rate of 0.7 m was measured, can be considered as low when compared to the average found wear rate. Therefore, it can be assumed that the metasul pairing did not contribute to the metallosis. Further, according to the revision report osteolysis was found at the trochanter, which conforms to the findings of the x-rays dated (B)(6) 2019. Intraoperatively, the stem was found firmly seated, but the shell could be removed effortlessly, which may correlate to the limited amount of bone attachments found in one spot on the cup's anchoring surface. In addition, almost the entire anterior acetabular wall was missing and further osteolysis was found. The elevated metal ion levels in blood could not be confirmed due to missing lab reports. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation results did not identify a non-conformance or a complaint out of box (coob). Based on the received medical documentation and investigation of the received products the reported event could be confirmed, nevertheless, we were not able to identify an exact root cause for the reported event. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
Investigation results are now available.

Manufacturer narrative:
Concomitant medical products and therapy dates: item# 01.00214.050, lot# unknown, metasuldurom, component for acetabulum, uncemented, 50¸ 44, code j. Item# 01.00181.440, lot# unknown, metasul ldh, head, 44, code j, taper 18/20 this product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet (B)(4) manufactures a similar device that is cleared or distributed in the united states under 510(k) number k053536. The complaint device has been returned, but the device analysis has not yet been completed. If the device evaluation suggests a update of the conclusion, a supplemental medwatch 3500a will be submitted. DHR review:device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of received data: the manufacturer did not receive x-rays, or other source documents for review. Based on an extensive investigation of events reported from several user facilities outside the USA, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the USA was initiated in november 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in july 2008 as notification z-2415/2426-2008. The initial review of the event suggests that this case is related to the issues for which zimmer implemented a corrective action. Should any new information or analysis result become available, an updated report will be submitted. (B)(4).

Event description:
It was reported that the patient underwent revision due to pain. Attempts to obtain additional information have been made; however, no further information or document have been received yet.

Event description:
It was reported that the patient underwent revision due to pain, metallosis and loosening. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).